Event description:
It was reported, by the patient, that she underwent a gynecological procedure on an unknown date and a sling was implanted. The patient has experienced mesh erosion requiring partial removal but the ends of the device are still implanted. She awaits surgery to correct urinary incontinence and further removal of eroded mesh. Her symptoms include severe pain in the groin, hips, pelvis, legs, thigh and nerves as well as sexual difficulties and aggravation of a preexisting condition of recurrent infections in the pelvis and urinary tract infections. Additional information is not available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.